Manufacturer narrative:
Inspection of the colonoscope by the authorized service center revealed that there was a hole in the biopsy channel. This may have allowed material particles from the within the endoscope to be washed into the patient.

Event description:
During a colonoscopy, the physician reported that unknown particles which he described as "gold flakes" were emitted from the biopsy channel into the patient. There was no report of patient injury or any other negative health consequence.